Event description:
Customer reported via phone call they were experiencing high blood glucose level. The blood glucose level was 463 mg/dl. Insulin pump was getting a bunch of alarms overnight. Customer did not know what to do so they disconnected the site and kept insulin pump off last night so blood glucose went high. Customer had taken a bolus of 9.8 units. Customer checked blood glucose after that and it was 444 mg/dl. Most recent blood glucose level of customer was 230 mg/dl. It was unknown that whether the auto mode feature was active at the time of incident. Customer did not stop using the insulin pump system. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.